Event description:
It was reported that during a laparoscopic nissen procedure, the device gave an error tone. The staff retried to start the device and the same thing happened. Twice the staff attempted to trade out the cords. Then the tech cleaned off the tip and the tip became broken off, no pieces fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
On/off button failed inspection in conjunction with return of product. (B) (4).

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the devices were returned in good physical condition. The device's blades were found to be complete and in good physical condition as well. The device were tested with a generator and both were functional, no error codes or solid tones were noted during inspection. There were no anomalies noted with the functionality of the device